Event description:
It was reported to philips that the device's x-ray function was restarting, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) examined the system onsite and confirmed that the system could not restart xray and flexvision pc was not booting. Analysis of the system log files showed issues with the software. Upon troubleshooting, fse confirmed the device software issue. To resolve the issue, fse reinstalled the device software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.